Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: additional information indicated the patient expired due to a tamponade following the annular rupture. The exact timing of the patient death was not provided.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age ¿ (B)(6) years, fragile annular tissue) likely contributed to the annular rupture during the deployment of the initial valve, the deployment of a second valve in an attempt to repair the rupture and the subsequent patient death post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, at the implant of a 29mm sapien 3 valve, an annular rupture occurred. It was reported that the delivery system balloon was not overinflated. The pericardium was drained and the patient was stabilized. A second sapien 3 valve was then implanted 5mm higher in the initial sapien 3 valve to cover the annular rupture. Despite an improvement at the rupture level, the effusion did not stop. Since surgical conversion was not possible, no further intervention was performed. The patient was transferred to the ICU with the pericardial drain in place. The patient later expired. The native annular valve area measured 560mm2 to 570mm2. Mild valvular calcification was reported. The mitral annular calcification was reported to be ¿not heavy¿. Per medical opinion, the event was caused by the fragile annular tissue.